Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and the annulus was damaged/blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06504. It was reported that a burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus and rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the burr became stuck with the rotawire soon after ablation was started. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06504. It was reported that a burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus and rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the burr became stuck with the rotawire soon after ablation was started. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.